Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow and offline on remote smart service (rss). The field service engineer (fse) worked the information technology (it) department to configure settings and get the station back on the network. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was slow and offline on remote smart service (rss). Additionally experienced log lag time during sign in. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.